Event description:
According to the dealer: "the transformer burned when the concentrator puts in functioning. The concentrator was new."

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The perfect o2 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.